Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw, a loose/detached set screw, and a damaged set screw.

Event description:
It was reported that, during the implant, the implantable pulse generator (ipg) device exhibited questionable set screw function. The device was disconnected from the right ventricular (rv) lead and removed. Another device was implanted instead. No patient complications have been reported as a result of this event.